Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms were confirmed through an onsite evaluation by an abbott representative; according to the account, the low flow alarms were due to the patient's right ventricular (rv) failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the device did not cause or contribute to the patient's right heart failure. The low flow alarms were caused by the right ventricular failure, which was identified via echocardiogram. The patient experienced symptoms of low flow alarms and dizziness. The event was treated with volume management, blood pressure management, and the low flow system controller software. The alarms did not fully resolve but had become less frequent after the treatment. It was said that the patient would continually be monitored.

Event description:
It was reported that the customer requested low flow controller software due to the patient having right ventricular failure. The system controller exchange was performed with no issues.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.